Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation abrasion and noise were observed on the lv lead. Lead was extracted and replaced. Patient was stable post-procedure.